Event description:
It was reported by a medical facility that the mako biopsy forceps caused severe tearing in two cases. No further pt injuries or other health consequences were reported. This report follows a retrospective review of complaints for medical device reporting requirements based on a new procedure. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.